Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with error alarm during basic occlusion test due to faulty force sensor. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. Troubleshooting could not continue as call was dropped. Insulin pump would need to be replaced. No further information provided.